Event description:
Customer's father reported that customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Customer's father also stated that his daugheter had the flu prior to her hospitalization. No additional details were provided.